Event description:
Additional information received that a pump revision occurred. The date of the revision and the cause of the event were unknown. The health care provider (hcp) stated that "promoted (B)(6) 2012 discussion with patient". It was unclear if this was the date of the event. The drugs delivered via pump were dilaudid and clonidine.

Event description:
Additional information received confirmed that the cause of the event was due to the motor vehicle accident (mva) and the pump flipped. It was reported that they were unable to refill the pump. The flipped pump was confirmed via x-ray imaging on (B)(6)-2011. The pump was re-flipped and pump revision occurred on (B)(6)-2011. It was unknown if the patient was hospitalized, however the patients outcome was noted as no injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's pump had flipped due to a car accident she had a while back. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
Additional information: the patient reported they did not have concerns with their device or therapy.

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: 2010 (B)(6), explanted: unk. (B)(4).